Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump became hot while charging. In addition, the battery gauge reportedly jumped from 50% to 100% back down to 50%. The customer's blood glucose level was 94 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.